Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/24/2016 to report that on (B)(6) 2016, the patient's receiver displayed error code hwbbt. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.